Manufacturer narrative:
The report event of lead revision was confirmed. As received, visual inspection showed the returned lead (b) found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15696. It was reported both leads had high impedances on both leads. Upon explant one of the leads snapped and could not be fully removed. Both leads were explanted and one replaced to address the issue. Therapy restored postoperatively.